Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems india (omsi). Olympus medical systems corp. (Omsc) reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from omsi and past similar case, omsc surmised that the reported phenomenon might be attributed to the following handling. A) the reprocessing around the forceps elevator after the procedure by the user was insufficient. B) since the user did not perform the reprocessing immediately after the procedure, the foreign material adhering to the forceps elevator dried and stuck. Olympus stated the appropriate handling of tjf-q180v and the counter measures against abnormalities in the instruction manual of tjf-q180v.

Manufacturer narrative:
The subject device was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus medical systems (B)(4), it was found that there were foreign material on the forceps elevator. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.